Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis and st elevation occurred. The patient presented with st segment elevation myocardial infarction (stemi). The target lesion was located in a coronary artery. Pre-dilation was performed and a synergy stent was implanted in the lesion. However, fifteen minutes after the procedure, the patient experienced crushing chest pain and elevated st segments. It was noted that the stent had completely thrombosed. The physician rewired the lesion and aspirated the clot with an angiojet thrombectomy system. The patient was also started on an antiplatelet agent (2b3a inhibitor) as it was alleged the anticoagulation regimen hadn't started fully working in the 15 minutes post procedure. The physician stated he doesn't believe the synergy stent was the reason for the st. No further patient complications were reported and the patient's status was okay.